Manufacturer narrative:
Corrected information: b4 event date additional information: b5, g3, h3, h6.

Event description:
On 08/15/2024 additional information was provided by a sales representative via email who stated that the event date was(B)(6) 2024. The procedure performed was a uni knee replacement. The device broke when the surgeon impacted the final implant. The patient's bone quality was good. No photos or videos were taken. All fragments were retrieved from the patient. The same i08/12mpactor was used to complete the procedure.

Event description:
On 08/13/2024, it was reported by a sales representative via sems-06636171 that an ar-611-4 tibial impactor tip cracked off, and an ar-611-6 femoral impactor had damage, that could scratch implants. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the head of the ibalance uka sportsplasty, tibial impactor, had broken off and dented around the edges. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2016. Functional testing was not performed due to the damage to the device.